Event description:
It was reported that a defect occurred with unspecified bd insulin syringe. The following information was provided by the initial reporter, "I was told by a friend that I can email about my defected needles I received and u guys would send me new ones. Please get back to me asap.".

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR review due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. Reporter: the customer's address is unknown: (B)(6), USA has been used as a default. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a defect occurred with unspecified bd insulin syringe. The following information was provided by the initial reporter, "I was told by a friend that I can email about my defected needles I received and u guys would send me new ones. Please get back to me asap."